Event description:
The pt did not feel paresthesia despite increasing neurostimulation amplitude. Impedances were greater than 4000 ohms for "overall lead contacts". The pt returned to the or for further investigation of the issue. During revision surgery, the amplitude was increased to 10.5 volts (the maximum) with no effect on paresthesia. Impedances were greater than 10,000 ohms. The lead was explanted. Lead replacement was unsuccessful. The pt was without stimulation therapy. There was no injury associated with the event.

Manufacturer narrative:
The lead has been returned to the MFR for analysis, which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.